Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant medical device: 419688 lead implanted: (B)(6) 2010.

Event description:
It was reported that the clinic was unable to process transmissions for a patient on the remote monitoring network. After analyzing the information, it was determined that the clinic needed to bring the patient in and turn "off" implant detection on the cardiac resynchronization therapy pacemaker (crt-p). The network is not able to process transmissions when the implant detection is set to "on". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.